Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy an error occurred during the operation. The error message was unknown. Then, the blade was broken off outside the patient when the device was checked. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.